Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump had motor error alarm noted during rewind due to corroded motor home switch. The insulin pump had scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 444 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic field. The insulin pump will be returned for analysis.